Manufacturer narrative:
Engineering log review showed an occlusion alert on (B)(6) 2025 at 7:56 am with delivery resumed at 9:11 am, followed by a supply change begun at 4:27 pm that remained incomplete until (B)(6) 2025. After the rewind step on (B)(6) 2025, no user interactions were recorded until (B)(6) 2025, during which insulin delivery was not active and bg levels remained elevated. No device malfunction has been identified. Investigation is ongoing, and a supplemental report will be submitted when complete.

Event description:
On (B)(6) 2025 the user was hospitalized for hyperglycemia after experiencing bg levels over 400 mg/dl following an occlusion alert earlier that morning and an incomplete supply change that was not finished until (B)(6) 2025. Insulin delivery stopped after the rewind step on (B)(6) 2025 and no further interaction occurred until (B)(6) 2025, during which time bg remained elevated. The user was admitted to (B)(6) and treated with IV fluids before being discharged on (B)(6) 2025.